Event description:
It was reported the device was used during a low anterior resection. It was reported the staples dropped out of device. Another device was used to complete the case. There was no patient consequence.